Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call recurring power error detected alarm. Customer's blood glucose was unknown at the time of incident. Customer's parent stated that troubleshooting on power error detected alarm was performed and completed but customer's parent lost confidence in the insulin pump. Customer's parent stated that the pump error detected alarm recurs after the troubleshooting has been completed. Advised customer's parent that insulin pump is being replaced and is not expected to return for analysis.